Event description:
Prk surgery to both eyes performed to correct astigmatism and near-sighted vision. Prior hx of auto-immune problems, fibromyalgia, sjogrens syndrome, rosacea, osteoporosis, celiac, year-round allergies, treated with elestat, allegra, flonase. After prk surgery, dry-eye syndrome and blepharitis has persisted, despite treatment with restasis qid since 2006, warm compress and topical over the counter eye drops. Recent treatment with doxycycline 100 mg bid blepharitis and rosacea, with good results, but not resolution. Also continued low light issues, with loss of resolution. Starbursts and halos resolved after about 8 months with ability to drive at night and for more than 2 hours at a time. Md was aware of the above diagnosis except sjogrens, but apparently did not read the chart prior to surgery and did not advise the pt of dry eye possibility. Vision and dry eye symptoms are variable, depending on level of allergy reactions, humidity/dryness of air, fatigue and amount of vision use especially computer viewing. Pt is currently treated with restatis tid, over the counter lubricating drops prn, doxycycline 100 mg bid, warm compresses to the eyes qd.